Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized due motorcycle accident and hyperglycemia on (B)(6) 2019. Customer's blood glucose level was 220 mg/dl. Customer reported insulin pump system was in use at time of vehicular accident. The insulin pump will not be returned for analysis.